Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Upon visual inspection of the returned irrigation aspiration (I/a) manifold, a crack was observed on the inner luer of the aspiration cassette connector. The cracked damage on the luer is consistent with damage that can occur when over-rotating the connector onto the port of the cassette. The crack would have likely caused or contributed to the aspiration issue experienced by the customer. The root cause of the customer's complaint is most likely related to customer handling based on the location of the crack on the luer. After investigation of this complaint no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cassette could not aspirate during vitrectomy surgery. The procedure was completed after the product was replaced with another one. There was no harm to patient.